Event description:
According to the report, the flexision biopsy needle, 21g did not work properly during a bronchoscopy procedure. The needle had to be removed from the scope and a new one retrieved.